Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the artificial urinary sphincter (aus) was tested and it was taking too long for the pump the refill. A replacement surgery was performed in which the previous device was removed and completely replaced. After the procedure, a hole in the balloon was found. There were no patient complications.